Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The joint was re-implanted, therefore no device evaluation can be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of six for the same event, see also 1032347-2015-00298, 1032347-2015-00299, 1032347-2015-00300, 1032347-2015-00301 and 1032347-2015-00302.

Event description:
Through the (B)(6) clinical study the patient reported a revision surgery was performed (B)(6) 2015 due to heterotopic bone growth. She reported the right joint was fine but the surgeon released the muscle to improve mouth opening. She reported the left joint had bone growth, the joint was removed so the surgeon could remove the bone growth and then the joint was re-implanted. She states she is no longer having pain since the revision surgery. No operative reports have been provided and the surgeon has not been reached for confirmation of these events at this time.